Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported unspecified low readings as compared to a competitor meter. The customer experienced no symptoms, but had contact with a healthcare professional. A laboratory blood glucose result of 412 mg/dl was obtained, as compared to a sensor reading of 57 mg/dl. The customer was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.